Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed attempted to place the arctic sun device in manual control following the user manual instructions. Biomed stated the manual control button was not appearing on the screen and needed assistance with finding the manual control and testing the device. Biomed called again and they were running device in manual control and got an alarm 40 (unable to maintain stable water temperature). Per follow up information received on 30-sep-2022, biomed was not following instructions in the service manual. Technical support recommended removing arctic gel pads or shunts using only fluid delivery line (fdl), issue was resolved.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed attempted to place the arctic sun device in manual control following the user manual instructions. Biomed stated the manual control button was not appearing on the screen and needed assistance with finding the manual control and testing the device. Biomed called again and they were running device in manual control and got an alarm 40 (unable to maintain stable water temperature). Per follow up information received on 30-sep-2022, biomed was not following instructions in the service manual. Technical support recommended removing arctic gel pads or shunts using only fluid delivery line (fdl), issue was resolved.